Event description:
It was reported that the patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was routinely transplanted and the device operated as expected.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient received a heart transplant. No device-related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately (~) 3.5¿ from the pump housing. The remainder of the driveline was returned in two segments including an ~ 14¿ segment and a distal segment severed ~22¿ from the controller connector. The inflow conduit flex section was returned cut in half. The proximal portion of the inflow conduit flex section was returned attached to the inlet tube. The distal portion of the inflow conduit flex section was returned attached to the inlet elbow, which was returned attached to the inlet port. The outflow graft was returned attached to the outflow graft elbow, which was returned attached to the pump¿s outlet port. The outflow graft bend relief and the apical sewing ring were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing was of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii patient handbook, rev. D, are currently available. Although no device related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate ii lvas. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.